Event description:
An ophthalmologist reported that during the sculpt phase of a cataract surgery, just upon pressing the footswitch, there was an occlusion and the handpiece heated. The viscoelastic turned white and the visibility decreased. The surgeon described particles in suspension like flour. As result of the event, a posterior capsule tear occurred. The occlusion bell was noted for few seconds during the event. During the priming the handpiece had passed the calibration without any issue. The handpiece was exchanged to complete the surgery. The rest of the surgery was performed with a lot of difficulties. The intraocular lens (iol) was implanted in the front of the iris. Per the reporter the patient´s symptoms will resolve with treatment. No additional information is expected. This is one of three reports being filled for this facility. This is one of two reports being filled for this patient. This report is for the system product.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system had any effect on the integrity of the posterior capsule. With no additional, related information, the customer reported event was not able to be confirmed. The system and the handpiece met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this products. For the consummable product review of the device history record (DHR) indicated the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. The manufacturer internal reference number is: (B)(4).